Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the a-rubber was falling off due to use stress, external factors, or handling. However, a definitive root cause could not be determined. The reported issue (torn a-rubber) was confirmed and found to be caused by external factors. It was observed there was a leakage due to holes in the a-rubber. In addition, service found the adhesive on the a-rubber was chipped, the operating part angle fixing part was loose, and there was dirt on the universal cord which was difficult to remove. Scratches were observed on the grip, the up down plate, the nigiri cover, the universal cord, the video connector, the light guide connector, the video connector case, and the up down angle fixing lever due to external factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bending section cover (a-rubber) was torn. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the a-rubber was falling off. This report is being submitted for the malfunction found during device evaluation (a-rubber falling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional information was received from the user facility regarding the reported event (the bending section cover was torn): the reported event was discovered by the user on (B)(6) 2022. However, the exact date of occurrence is unknown. The reported event was observed during inspection of the subject device, prior to an unspecified procedure.